Manufacturer narrative:
Determination of root cause: assessment: a company field service engineer (fse) was able to replicate and confirm the reported problem. The reported "service requested" message occurs when a discrepancy between requested and actual power of the system is detected. The discrepancy is an indication that the system's power output is unstable and/or not meeting specification. A recalibration of the system's ktp db (doubling) temperature to find an operating range increased and stabilized power. The reported system was tested per service test procedure (stp), and passed. Conclusion: the root cause of the reported problem could not be determined based on field notes, and no sample was returned for evaluation. No corrective action required.

Event description:
The facility reported the laser displays "service required" when key turned on. No pts were injured, but eight cases were cancelled. Three of these cases scheduled were already prepped for surgery. No additional info is expected.